Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider, via manufacturer representative, concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported that the ins and leads were explanted due to inactivity and uncomfortable ins migration towards the spine. The patient size and weight changes could have influenced the battery migration. The patient¿s device was functioning normally but was removed because of discomfort. The patient has had multiple devices in the same pocket. It is believed that the patient¿s change in size and weight prompted migration out of the pocket and discomfort. The patient did not want a revision or new battery placement. No further complications were reported/anticipated.